Event description:
The maintenance in the operator's manual for the "hotline?3" warmer states: the following disinfectant agents can be used without causing damage to the enclosure: low level disinfectants: "(B)(6)?" All purpose cleaner. FDA safety report ID# (B)(4).